Manufacturer narrative:
The returned device was evaluated. The ratcheting mechanism was found to not be function. It is likely that improper drying of the ratchet resulted in rusting, which interferes with the ratcheting mechanism. The labeling lists the dry cycle time as 85 minutes. However, the hospital is reported to use a dry cycle time of only 50 minutes. This is inadequate to allow for the full drying of the device and leads to rust. A review of the DHR did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the ratcheting mechanism on a ratcheting handle was found to be malfunctioning during a routine inspection outside of surgery. There was no patient involvement.